Event description:
It was reported that the patient, a quadraplegic with an intrathecal morphine pump, experienced a morphine overdose. He suffered hypoxic injury with neurological problems, with some visual impairment. The pump has not been explanted as of the date of this report.